Manufacturer narrative:
Requested product back, product not returned.

Event description:
Consumer stated the eq smilesonic pro brush head brussels (bristles) on the replacement head were falling apart and breaking while in her mouth. No medical attention sought.